Manufacturer narrative:
Product analysis conclusion; the reported type a dissection could not be assessed on the films provided; therefore the cause of the event could not be confirmed. Lack of post-implant CT¿s showing the stent graft in vivo configuration and reported type a dissection were not provided for analysis of the event. Analysis of the returned films did not reveal any anatomical characteristics that could explain the reported dissection. It is unclear if the reported type a dissection was possibly procedure related, due to a patient related issue, or possibly caused by an unknown interaction with the implanted stent grafts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a type b thoracic dissection. It was reported the patient went into a-fib throughout the night the endovascular stent was implanted. 2 days post the index procedure the patient presented emergently with a type a aortic dissection. Cardiothoracic surgery was performed where a surgical graft was implanted. Per the physician the type a dissection was separate from the navion stent graft area. The area between the stent to the new type a dissection was healthy. No additional clinical sequelae were reported and the patient is fine.